Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 2/4/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled. The lens was cleaned and no defects were observed. The complaint issues could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Unknown, information not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 model intraocular lens(iol) had loading issues, folding issues, and bent/broken haptic. There was patient contact with the cartridge. This event was observed while inserting the lens into the eye. Incision enlargement was not required and the outcome does not significantly interfere with daily activities of life. No further information available.